Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The pre-close technique was performed via a 4f sheath. The electronic prostyle instructions for use (eifu), states: the perclose prostyle smcr system is indicated for access sites in the common femoral artery using 5f to 21f sheath and for access sites in the common femoral vein using 5f to 24f sheaths. In this case, the IFU deviation likely did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be to related circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 4f hole sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the prostyle device suture was deployed and placed as intended. During removal of the device, the suture did not release from the o-ring (suture bearing). The physician then cut the suture with the suture trimmer and the device and suture were able to be removed. The suture of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath, and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: 1494 device code clarifier- indication for use manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.